Manufacturer narrative:
The customer stated that they do not use beckman coulter service except for telephone troubleshooting with a beckman coulter cts (customer technical support). The customer has a service support contract with (B)(4), a third party service support, and stated that repair and resolution will be completed by (B)(4). Beckman coulter cts followed up with the (B)(4) engineer on (B)(4) 2013 and the engineer stated that there was a detached wire on the valve that draws vacuum to the cap piercer. The engineer replaced the wire and no further issues were noted. Failure mode is attributed to a detached wire on the valve that draws vacuum to the cap piercer. (B)(4).

Event description:
The customer reported observing fluid on the sample tube stoppers and racks involving the unicel dxc 600i synchron access clinical system. The customer indicated that the leak was contained within the instrument, and upon troubleshooting, the customer discovered that the cts (closed tube sampling) piercing blade wash station was overflowing. The customer estimated approximately 30 ml of fluid leaked. The customer was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.